Event description:
It was reported that while using the bd kiestra inoqula the cover is slamming shut and a tech got hurt while working on the barcoda. Per customer the lock is malfunctioning and will not stay up. The tech's head got hit by the cover and they have a bruise on their head. Upon evaluation, no medicine or pain medication was administered and nothing was broken. The following information was provided by the initial reporter: customer reports that the barcoda cover is slamming shut and a tech got hurt while working on barcoda. Per customer the lock macanizan mulfunctioning will not stay up. Customer wanted to have fse take a look at it before it becomes physical hazard. Tech's head got hit by the cover and have bruise on her/his head. Upon evaluation, no medicine or pain medication was administered and nothing was broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary customer reported barcoda lid was slamming shut on bd kiestra inoqula (material: 447202, serial number: (B)(6)) that caused a lid hitting laboratory technicians head. Bd technical services inspected the instrument and found that gas springs holding the barcoda lid were weak. This has confirmed the complaint. Bd technical service replaced the faulty springs and resolved the instrument issue. Customer confirmed that this issue caused bruising on technicians head however, no medical intervention, no broken skin or bones and no medication, including pain management medication, were administrated. This is a known issue investigated under situation analyses and corrective and preventative action (CAPA). Root cause is defined as faulty springs, and replacement with new set is initiated as a corrective action. Design history record (DHR) review is not required for this complaint, the complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality will continue to closely monitor for trends associated with this issue.

Event description:
It was reported that while using the bd kiestra inoqula the cover is slamming shut and a tech got hurt while working on the barcoda. Per customer the lock is malfunctioning and will not stay up. The tech's head got hit by the cover and they have a bruise on their head. Upon evaluation, no medicine or pain medication was administered and nothing was broken. The following information was provided by the initial reporter: customer reports that the barcoda cover is slamming shut and a tech got hurt while working on barcoda. Per customer the lock macanizan malfunctioning will not stay up. Customer wanted to have fse take a look at it before it becomes physical hazard. Tech's head got hit by the cover and have bruise on her/his head. Upon evaluation, no medicine or pain medication was administered and nothing was broken.